Event description:
It was reported that a patient presented with a dislodged right ventricular lead. This was confirmed via a sensing and threshold test as well as fluoroscopy. During revision procedure, the helix would not screw in. The lead was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.